Event description:
Caller reported a malfunction on the pump with a displayed malf 6 and a fault ID of 0x277d. There was no adverse impact to the customer¿s blood glucose level. Customer initially could not reboot the pump due to a lack of supplies and charging equipment, but later called back to complete a pump reset with the assistance of technical support. No further assistance was needed.